Manufacturer narrative:
Quality safety evaluation received on 18-apr-2016, referring to (B)(4): for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed; spontaneous case report refers to a female consumer who had an ectopic pregnancy after essure (fallopian tube occlusion insert) insertion. She was treated with surgery. This event is listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, the consumer had the hsg test which confirmed occlusion. However, she had a previous intrauterine pregnancy with essure. Additionally, she reported one of essure coils was removed and the other was left in the uterine wall (before the ectopic pregnancy). Although this case lacks medical confirmation and contains discrepant information for a comprehensive causality assessment, based on event's nature causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required as event's treatment. Based on the available information no product quality defect was confirmed. No follow-up will be possible, since no contact details were available.

Event description:
This is a spontaneous case report received from a non-health care professional in united states on 17-feb-2016. It refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2007. She had the hsg test (hysterosalpingogram) done 8 weeks after essure placement and it confirmed that both fallopian tubes were occluded. Consumer had 1 previous pregnancy with essure in 2011 ((B)(4)). She reported that her son died as a result of her physician's lack of knowledge ((B)(4)). After pregnancy, a new physician then diagnosed her with uterine polyps and a surgery was scheduled to remove them. During the surgery it was found that the essure coils had migrated out of fallopian tubes and were lodged in uterus. The visible coils were removed. There was still one of the coils left lodged in the left wall of her uterus. In 2014 she was admitted to emergency room and was diagnosed with ectopic pregnancy (current case). A surgery was performed and half of her left ovary was removed however both fallopian tubes remained intack and open. In 2015 she became pregnant again ((B)(4)). Company causality comment:this non-medically confirmed; spontaneous case report refers to a female consumer who had an ectopic pregnancy after essure (fallopian tube occlusion insert) insertion. She was treated with surgery. This event is listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, the consumer had the hsg test which confirmed occlusion. However, she had a previous intrauterine pregnancy with essure. Additionally, she reported one of essure coils was removed and the other was left in the uterine wall (before the ectopic pregnancy). Although this case lacks medical confirmation and contains discrepant information for a comprehensive causality assessment, based on event's nature causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required as event's treatment. A product technical analysis is being sought. No follow-up will be possible, since no contact details were available.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.